Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 195 mg/dl and 102 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The customer reported an issue with their meter. Upon investigations, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.